Manufacturer narrative:
The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. There is no service history for the device. The complaint was verified as valid. Field service evaluation on 8/24/2018 identified the dowel pins were detached from the cartridge door assembly.

Event description:
A sales representative reported on behalf of the customer that the system to secure the tubing to the lid at pump level was not securing it anymore on the c7000 cusa clarity console. The date of incident was on (B)(6) 2018. It was unknown if the device was in contact with the patient or if there was any patient injury. Complementary information was received on (B)(6) 2018 with the following: there was no consequence for the patient. The event occurred at the beginning of the surgery. However, thirty (30) minutes was necessary to change the device.